Event description:
It was reported that the core impaction drill heated up prior to a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the device is received and a quality investigation has been completed.